Event description:
New information received noted that there were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right atrial lead exhibited noise. No intervention was performed, the patient is continuously being monitored. Patient status was not known.